Manufacturer narrative:
Patient code - although no patient complications were reported, the event description indicates that some blood loss did occur due to exchanging the oxygenator. The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously for a gas exchange related issue. A review of the device history record confirmed that there were no production related problems for this lot number. The cause for the reported observation cannot be definitively determined, but there is no indication that a device defect, or malfunction, was involved. There are many complex clinical variables that may have affected the observed gas transfer performance. Gas transfer performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available information has been filed in qa for appropriate tracking, trending and follow up.

Event description:
The user facility reported experiencing low gas exchange during a by-pass procedure. The oxygenator was changed out at the end of the case without any further complications. The patient condition is reported as "fine."